Event description:
It was reported that the zimmer dermatome doesn't seem to run at full speed and it cuts irregular grafts and makes it impossible to use. It was also reported that the procedure was completed by substituting an air dermatome for the air dermatome ii. This substitution was stated to have increased the surgical procedure time by ten to fifteen minutes. The initial graft harvest was unusable and an alternate device was used to harvest an unplanned donor graft site.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that this device was manufactured on 01/12/2012 and has no repair history. Upon arrival, the device displayed a control bar that was not flush with the master blade. Prior to repair, the device was found to be in calibration. The control bar being out of position could have caused the unit to produce irregular cuts. The report of the dermatome running slow could not be confirmed. Information was not available to confirm the customer's air pressure which could have caused the unit to run slow. The device was serviced and returned to the customer.